Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up report number 2, is being filed to provide the item number involve in the incident. During a follow up with the customer the item number became available. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nicu nurse states she discovered large air bubble in infusomat tubing past the pump during an infusion of lipids to a neonate patient. No injury to patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. A visual evaluation of the photograph was performed per specification. It should be noted the photograph does depict air in the tubing. Please note that per subject matter experts input and the drawing the reported item is not designed to prevent air within the line. Based on the investigation performed the reported defect is not confirmed against the set. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.